Event description:
The customer reported an error message which required a reboot to regain functionality. The system was rebooted however, it was not functional. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The gib board and f8 fuse were evaluated and replaced. The system was tested and found to be working as intended and returned to service.